Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made. There were no patient consequences.